Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/jan/2019 . A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation and creases. A weight test of the device was verified and the device was within specification. Cloudiness and voids were observed after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: observed deformation of the device which can be related to the report event however it can't be determined if this condition was produced during the manufacturing process since the device was not received in the original sealed packaging and because the device was implanted. The reason for reoperation was deformation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "right after insertion it was identified accentuated deformity; removed the implant for evaluation and it was completely deformed". Back-up device was used. The device contacted the patient.